Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. The deflation was diagnosed by a mammogram. As a result, patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
Correction: on 9/19/2018, mentor became aware that the device mentioned in event description from the initial report dated 9/4/2018 was incorrect. The correct device is a gel mentor breast implant of unknown type that ruptured. The values were also incorrectly reported, the correct values are unknown gel implants, prosthesis, breast, noninflatable, internal, silicone gel-filled and ftr. Additionally, the explantation date was incorrect, the correct date is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a 57 year old caucasian female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced rupture on the right breast implant. The deflation was diagnosed by a mammogram. As a result, patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor with gel that appeared to be clear. Yellow material was observed within the device and on the shell surface. Upon visual examination the device was severely rented. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).